Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) showed less than three months and three months ago 1.5 years. Additional information indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the battery longevity of this implantable cardioverter defibrillator (ICD) showed less than three months remaining from 1.5 years remaining three months ago, and was at four years longevity remaining a year ago. As of the moment, the device remains in service. No adverse patient effects were reported.